Manufacturer narrative:
The returned device analysis confirmed the reported leak/splash as loss of fluid column was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, a definite cause for the reported leak/splash (loss of fluid column) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a leak. It was reported that during preparation of a steerable guide catheter (sgc), loss of fluid column was observed. Troubleshooting was performed; however, the column would still not hold fluid indicating a possible leak. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.